Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4) .

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. There was no blood in the helium tubing and no visible kinks. The customer stated that earlier in the day the patient was moving his leg a lot, but the alarm did not occur until later in the day. They made several attempts to resume pumping by pressing the fill key and dropping augmentation several bars, but this was unsuccessful. They were able to resume pumping for several seconds each time before alarming again. It was suggested that they press gently and manipulate the sheath hub with a gloved hand while trying to resume pumping. It was also suggested to log roll the patient with the insertion side up. However, they wanted to speak to the physicians prior to this to discuss. A chest film had been ordered. The customer was reminded to keep in mind the immobility of the iab catheter if they were to become unable to resume pumping at all. They planned to speak to the md about next steps and would call back if further help was needed. The patient condition was reported as stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).